Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did back to back blood glucose tests and got results of 125 and 277 mg/dl. Tests were done one after the other, using separate fingersticks. Reporter stated that she had symptoms of headache, nausea and exhaustion. On follow-up, reporter stated that she had also been vomiting for the past 5 weeks, so her doctor is adjusting her medications. A control solution test was within range 124 (88-132). The lifescan rep explained how dehydration from vomiting can affect blood glucose levels. Reporter and rep discussed qc procedures.